Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on s/n (B)(4) is showing an error code 210.5020, I told (B)(6) that this error code has something to do with defective display board on the 8100 module and need to be replaced. For the same s/n (B)(4) is showing an error code 211.2000, I told (B)(6) that this error code has something to do with door harness wire assembly from the bezel module and need to verify if seated correctly or possibly broken wire and need to be replaced the harness door assembly from the bezel.